Event description:
Customer reported experiencing a low blood glucose event with the lowest recorded level being 50 mg/dl. Cause was not known. Reportedly, the customer was already admitted to the emergency room (ER) for a non-related event. Customer was provided by the ER nurse orange juice and received intravenous glucose. Customer support recommended consulting with a healthcare provider to discuss potential factors affecting blood glucose levels, and the customer agreed to this advice.